Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that after unpacking the stent system from the sterile pack and preparing to insert it into the artery, it was noticed that the stent was not mounted on the balloon. The stent was not able to be located. A new stent was then used to complete the procedure. No additional event or patient information is available. This is being filed based on the returned product evaluation that revealed crimp marks on the balloon indicating that a stent was originally crimped on the balloon.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood on the balloon and sidearm. There was contrast on the shaft and sidearm and in the balloon and inflation lumen. Neither the stent nor the protective sheath were returned with the catheter. There were crimp marks on the balloon between the markers. The balloon was loosely folded. There was a bend in the hypotube 8 cm distal to the distal edge of the strain relief tubing. There was no other damage to the catheter noted. Product performance engineering reviewed the incident information and analysis of the returned device. Analysis confirmed that the stent had dislodged, but was not returned. Crimp marks were present on the balloon, suggesting it was properly positioned at the time of manufacture. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. The only damage noted to the returned device was a bend in the hypotube. Since there was no mention of this damage in the incident, it likely occurred as a result of handling the device during packing/shipping back to abbott for evaluation. It was reported that the device was unpacked and at the time it was going to be inserted into the patient, it was noted that there was no stent present. However, the returned rx zeta was returned with contrast in the inflation lumen and balloon. Also, the balloon was loosely folded. This suggests that the system was subjected to positive pressure and the balloon had been inflated. It is unclear when this occurred, possibly during preparation for use. If the balloon had been partially inflated, this would cause the stent to expand and could then dislodge from the balloon. Based on the available information, a conclusive root cause cannot be determined for the stent dislodgement. It should be noted that the IFU recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without a properly mounted stent. A review of the finished device lot history record did not reveal any non-conforming material reports. Additionally, a query of the complaint-handling database was performed and there have been no other complaints reported with this part and lot number combination. Product performance engineering will trend and monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.